Manufacturer narrative:
(B)(4).

Event description:
It was reported that during venipuncture of the v. Femoralis the cone of the introducer cannula with was attached to the raulerson syringe breaks. No correction of the position was performed with the cannula during the puncture. The syringe was connected to the introducer cannula without force. There is no patient injury. A new puncture with a new article from the same lot was successful after a 3 minute delay.

Event description:
It was reported that during venipuncture of the v. Femoralis the cone of the introducer cannula with was attached to the raulerson syringe breaks. No correction of the position was performed with the cannula during the puncture. The syringe was connected to the introducer cannula without force. There is no patient injury. A new puncture with a new article from the same lot was successful after a 3 minute delay.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.